Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The caller stated that they noticed the pump was double dosing with the amount of the previous dose. The customer was using pump auto mode at the time of the incident. The customer was at 272 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the issue was not resolved. The insulin pump will be returned for analysis.